Event description:
It was reported that, the patient with this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t wave oversensing and undersensing during climbing. The technical services (ts) analyzed the data and recommended reprogram options, perform x-rays to evaluate the system placement and continue to monitor. The x-ray was performed, and it was found that this electrode looked good and straight but a little high, however the s-ICD was low enough to capture the myocardium. The physician will be discussing the case with the consultant and let the field representative know the decision. This electrode remains in service. No adverse patient effects were reported.